Event description:
As reported by the user facility: when catheter was removed from the needle, the safety clip did not activate. Nurse received a needlestick injury to the right middle finger as a result. Nurse reported injury and was seen by health nurse. Additional information provided by the facility indicated the nurse was stuck immediately after withdrawing the needle. The nurse noticed the clip was located half way down the needle after withdrawal. It was reported the patient is (B)(6) and reacts to (B)(6). The nurse involved in the incident is receiving all protocol bloodwork testing requirements per (B)(4) guidelines and to date all test results have been negative. The nurse will continue with protocol bloodwork testing.

Manufacturer narrative:
The actual used 20 ga. Introcan safety stylet with the safety clip was returned for evaluation. The clip was located on the shaft of the needle and was not covering the tip. Visual evaluation revealed the clip to be severely damaged. The long arm was positioned off the side of the needle and twisted around the needle. The catheter was not returned for evaluation. Due to the patient being (B)(6) the returned sample was destroyed and not handled. No measurements of the clip were taken. Photos of the sample were taken. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The clip is 100% visually inspected during manufacturing by a (B)(4). There are no other reports of this nature against the reported lot number. The photographs taken and all available information were provided to the actual manufacturer for evaluation. The actual manufacturer reviewed the design history file for the reported lot. No non-conformances were reported during the manufacture process. The manufacturer recreated the type of damage to the clip and a simulation run was done on the machine (B)(4). The part was (B)(4) and was rejected. Since the manufacturing equipment is capable of identifying clip damage consistent with that seen on the returned sample, it is not likely that the damage resulted from manufacturing. As there are no other similar reports of this nature, no specific conclusions can be drawn at this time.